Event description:
The surgeon implanted a silicone lens in 2004 and then removed it about a week later for iol replacement. Due to the pt having had previous laser surgery, the surgical staff miscalculated the measurements for the correct diopter power needed. At 1 day post-operative it was noted that the wrong diopter lens had been implanted. This was determined not to be a product malfunction and there was no pt injury or event. The pt's post-operative best-corrected visual acuity was 20/25. The pt also had previous eye trauma - foreign body in the eye.